Event description:
A non-health care professional reported following the intraocular lens implantation the patient can see imprints on a medicine bottle but he can't see anything from far. The physician thinks this might be due to astigmatism. Additional information has been requested and received stating had blurred vison for distance since his surgery, he could see better at distance before having the surgery. He can read pill bottles and fine print now without glasses but cannot see to drive. Thought he would be able to see far away but disappointed there are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient vision not really improved. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).